Event description:
It was reported that during the remote follow up, noise was noted on the right ventricle (rv) lead. The physician suspected rv lead damage, however, it is unknown if any physical anomaly was observed by the clinician either visually or via diagnostic imaging. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating no physical anomaly of the right ventricle (rv) lead was observed either visually or via diagnostic imaging.